Event description:
Pt underwent a mastoidectomy and tympanoplasty for an extensive huddle ear cholesteatoma. During the procedure the pt sustained a 2/3 transection of the right facial nerve. Documentation reflects that a xomed-treace nerve integrity monitor malfunctioned during the procedure. The pt returned to the or for facial nerve repair.